Manufacturer narrative:
.

Event description:
The reporter stated that the sensor pad was working fine, however, recently it has stopped functioning, no patient or personnel injury. They were using it directly on the bed springs which is not recommended. They use it with the 8281 sitter ii alarm unit which is functioning with no problems.